Manufacturer narrative:
Follow-up submitted to report device evaluation. Upon inspection of the returned part it was established that the part is not manufactured by implant direct.

Event description:
Per complaint (B)(4), implant failed to integrate. There was no patient injury reported.